Event description:
Surgeon was using the hem-o-lok during a cholecystectomy. He used the device to apply a self-locking plastic clip to the cystic duct. While attempting to apply a clip with the hem-o-lok endo applier, the clips would not apply or clip. Another hem-o-lok endo applier was used successfully to apply the clips. There was no adverse result to the patient. When the malfunctioning applier was examined, the jaws appear to be slightly out of alignment. This was not apparent without closely looking at the device. After the case, the surgeon later devised a small tool to check the alignment of the appliers before using in other cases.